Event description:
It was reported that the iab was inserted into the pt's left femoral artery due to cardiogenic shock. During sheathless insertion, difficulty was encountered as the tip passed. After the tip was finally inserted, the catheter passed easily. At the onset of pumping, high pressure alarms were obtained, and blood was noticed in the helium tubing. The iab was removed and replaced without any pt complications.